Event description:
The facility's biomedical engineer reported an infusion pump with a non-delivery during pt use. The pt was in the labor and delivery. The pump was set up in an epidural. The prescription rate was 4ml pca with a 10 minute limit and the basal was set at 8.0ml with a 24ml/hr limit. A 100ml bag was used, the pump displayed that 85ml had been delivered, with 14 injections and 250 attempts. The bag was found full, there was no pt injury reported, and no alarm. A follow-up with the head nurse revealed the medication was fentanyl/sensorcaine. Nurse stated the epidural was working because the anesthesiologist could manually bolus the medication through it.